Manufacturer narrative:
(B)(4). Concomitant medical product - hybrid glenoid base, catalog#: 113956, lot#: 482390. Hybrid glenoid titanium post, catalog#: pt-113950, lot#: 214500. Versa-dial/comprehensive taper, catalog#: 118001, lot#: 490520. Comprehensive nano humeral, catalog#: 115740, lot#: 247930. (B)(6). Reported event was confirmed by review of x-rays. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00175, 00176.

Event description:
It is reported that the patient's x-rays show glenoid radiolucency of 1-2 mm in zones 3, 4, and 6, six (6) months post-implantation. Osteolysis was also identified but no migration. There was no evidence of humeral component radiolucency and no humeral component osteolysis, migration, or subsidence. Subluxation of the glenohumeral joint was also identified. No revision has been scheduled to date, no intervention has been reported, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the event based on the additional information it was determined the event is reportable. The additional information does not change any previously submitted investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had an initial total shoulder arthroplasty. Subsequently, approximately six (6) months post-implantation, osteolysis and a rotator cuff tear, accompanied with glenohumeral subluxation were identified. The rotator cuff tear was confirmed to be not device related. The patient underwent a revision procedure to a reverse shoulder arthroplasty approximately one (1) year post-implantation due to the rotator cuff tear. The no additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device did not cause or contribute to any adverse events. Patient was revised due to a rotator cuff tear that was confirmed to be not device related.